Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding while a patient was on the operating table. Customer did not disclose the nature of the procedure. Customer did not disclose the date of the event. Delay to patient care was not reported. Patient or user harm was not reported.  This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device's logs and identified an unexpected shutdown event, the station was left in a powered down state for 7 hours. The device powered on normally after this period. A field service engineer was dispatched to inspect the device. The field service engineer reported finding the device operational; software, drawer components and power supply tested successfully. Investigation pending; customer will work with on-site engineering department to inspect site's power outlet.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding while a patient was on the operating table. Customer did not disclose the nature of the procedure. Customer did not disclose the date of the event. Delay to patient care was not reported. Patient or user harm was not reported.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es had no power to device and did not power back on. Customer confirmed that no patient or user was harmed during this issue. The customer added that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b3, b5, d1, d4, d5, g1, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-jan-2021 to 19-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device has no power. Multiple parts were replaced. Checked station and drawer components found no issues. Verified power supply, it was up and running. All tested successfully no other issues found. The system functioned as intended after troubleshooted by the field service engineer.